Event description:
A pt reportedly was unable to test on the meter. Pt's meter allegedly would only prompt "apply sample" message. There was no comparison. Customer was not treated. Pt was unable to obtain a reading with the original 10 test strips which came with the meter. No further info has been reported.